Manufacturer narrative:
Medwatch sent to FDA on 09/15/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "ball" that is painful to the touch is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of "ball" that is painful to the touch as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected by another physician thirteen months ago to the cheekbones with unspecified juvederm voluma and patient developed "small internal ball, painful to the touch." No other information was provided.